Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used - implant was placed right after explantation of an older implant - implant diameter was too big.